Event description:
Report received from (B)(6), stating that the device was being returned for routine maintenance. During service of the device, it was found that the device had cord damage. It is known that the device was not being used during surgery and no patient or user injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of cord damage was confirmed. During service the pre-repair diagnostic assessment noted a torn hose. In the emax 2 plus motor the cord is located within the hose. If add'l info becomes available a supplemental report will be submitted. (B)(4).